Manufacturer narrative:
Pre and post procedure MRI results were reviewed. Patient was referred to a local physician.

Event description:
A patient reported "severe" pain 5 weeks after a procedure with a tenex health device for treatment of plantar fasciitis. She was concerned that her heel and arch may have been "damaged" by the procedure. The patient had a history of foot pain and multiple failed treatments prior to the procedure. No pain or issues were reported during the procedure. The treating physician recommended stretching and patience with the healing process during a follow-up visit. It is unclear if the patient's pain is directly related to the procedure with the tenex health device.